Event description:
The physician reported that the procedure date was 2006, late in the afternoon, everything went technical well. Basilar stenosis 80%, 12mm length. Predilatation performed with a gateway balloon 2.5 x 15mm, slowly inflating the balloon up to a pressure of 6 atm. Stent implantation without problems. The physician reported the patient felt good after stent implantation. Ten to 12 hours after the procedure, the patient got a hemiparese which is still remaining. There was no stent thrombosis seen when the hemiparese appeared. The physician stated he does not know if this event is related to the device in question.

Manufacturer narrative:
The device in question was not returned to boston scientific for further investigation as it was implanted into the patient. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. Boston scientific will conduct a review of the device history record (DHR) and a supplement report will follow.